Event description:
It was reported by the contact that the customer received an altitude alarm while sleeping. The customer's blood glucose level was not impacted as the customer administered a manual injection of insulin. While speaking with tandem technical support, the contact removed and reinstalled the cartridge. The alarm was cleared and insulin delivery resumed.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.